Event description:
The customer reports a hd autoclavable camera head had no image. Upon inspection of the returned device, olympus confirmed there was no image due to a faulty charged coupling device (ccd). Also noted, the device had been previously repaired by a third party. There is no reported patient contact/impact related to this occurrence.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing/ physical evaluation of the returned device: olympus confirmed there was no image due to a faulty charged coupling device (ccd). The alternating current (ac) cover is missing. Also noted, the device had been previously repaired by a third party. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e2, e3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.